Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 503 mg/dl. It was also reported that the customer had been receiving no delivery alarms on the insulin pump for two weeks prior to the event. Troubleshooting was performed, and the insulin pump alarmed no delivery during the prime test. Using a new infusion set and reservoir, the insulin pump passed the prime test. Nothing further was reported.